Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states the following precaution: pelvicol acellular collagen matrix is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvicol implant should not be used. (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.